Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department after receiving therapy from their implantable cardioverter defibrillator (ICD). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the device may have delivered an inappropriate therapy for an supra ventricular tachycardia (svt) event that the device detected and treated as a fast ventricular tachycardia (fvt). It was noted that the patient was at the gym at the time and had no symptoms. The device remains in use. No further patient complications have been reported as a result of this event.